Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto w/ht hum device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Dust contamination was also noted during the evaluation. The device displayed the following error codes, as recorded in the error log, which were determined to be unrelated to the foam degradation: e063 (err_stuck_knob_key), e065 (err_stuck_encoder_a), e050 (err_daily_values_corrupt), e062 (err_stuck_ramp_key), and e085 (err_flow_sensor_occluded_log). The device was scrapped by the service center after the evaluation was completed.